Event description:
It was reported that patient presented in emergency department after receiving inappropriate shocks. It was noted that the right ventricular (rv) lead exhibited over sensed noise and delivered inappropriate shocks. It was also noted that lead exhibited high pacing impedance due to suspected insulation breach. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition as stable.